Manufacturer narrative:
On (B)(6) 2017, the customer reported that the high bg had been resoled and was feeling better. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had ongoing high blood glucose (bg) levels (250 mg/dl) and a bolus of insulin was delivered to address the high bg. The cause of the high bg levels was not known. A pump system check was performed and no device issues were identified. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for use in the cartridge for 48 hours. The customer acknowledged the information.